Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 419 mg/dl. The customer was treated for the high blood glucose with juice. Customer stated the insulin pump went into threshold suspend the previous night and woke up the next morning with high blood glucose. The customer declined troubleshooting the issue and stated that their insulin pump works as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.